Event description:
Customr reported that blue tip of saliva ejector came off while suctioning pt. Tip was removed from patient's oral cavity without incident.

Manufacturer narrative:
Customer provided to company additional and corrected info, stating that tip of saliva ejector came off while nurse was suctioning pt during post-operative, post-anesthesia recovery likely involving intubation. Customer further stated that report incorrectly identified outcome attributable to event as "disability or permanent damage"; there was no disability or damage as tip was removed without incident. Company communicated with customer by phone and e-mail several times to discuss and investigate the event. At company's request, customer is attempting to gather further info about customer's inventory of product (e.g., batch or lot info), distributor info, and further detail on reported event. Company placed quality hold on all product in inventory to conduct internal inspection of product in stock. Product label states: "warning! A loose tip can create a choking hazard. Check tip before use." Within 7 days of receipt of report, company notified mfg site of report. Mfg site provided its quality systems certificates for iso 13485:2003, iso 9001:2000, for compliance. To continue investigation, company will provide mfg site with lot and batch number of product at issue when it is received from customer.